Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt decreased the stimulation to 1.6v using the decrease button. The pt experienced a shock and turned off the stimulation, which was at 5.0v. The pt was "sure" that the decrease button was used but "was new at this time, so [she] may have made a mistake." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.